Manufacturer narrative:
Additional information was received from the sales representative who spoke with the patient's physician. The physician indicated the patient was on blood thinner prior to the procedure. The blood thinner was stopped a few days prior to the procedure and restarted the day after the procedure. The physician feels the hematoma and pocket evacuations were due to the blood thinner medications. Latitude patient services advised the patient to follow up with her physician and sent literature to the patient regarding her pacemaker. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that the patient implanted with this implantable pulse generator (pg) experienced swelling, bleeding and discomfort. The patient developed a hematoma that required draining. There are no allegations against the device.